Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that poor communication occurred due to cable failure and the image was not displayed. The cause of the cable failure was likely the flood from the pin hole. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when the 4k autoclavable camera head is plugged in, there was no image displayed on the monitor. The issue was found during preparation for use. There was no patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, it was determined that the image issue was likely caused by faulty cable. In addition, the following nonreportable malfunction was found during device evaluation: failed leak test, due to pin hole. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.